Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a merlin.net transmission that the pacemaker exhibited oversensing. No intervention was performed and there were no patient consequences.

Event description:
Related manufacturer reference number: 2938836-2019-01377, 2938836-2019-01378. New information notes that the pacemaker was explanted and replaced due to noise on the atrial and ventricular channels. The physician was concerned the noise might be due to a header issue. Inhibition of pacing was noted. The atrial and ventricular leads were also replaced. The patient was asymptomatic before, during and after the procedure.

Manufacturer narrative:
The reported field event of oversensing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.